Event description:
It was reported to philips that the host pc intermittently slowed to boot, and rat waste was found in the cabinet on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reseated the host pc connections and cleaned the cabinet. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).